Event description:
"Needle broke off in abdomen", concerns a male using novofine 30 (disposable needle) for type 2 diabetes. Medical history includes cardiac disorder (not specified), anxiety disorder, gerd, ostemyelitis, pulmonary embolism, and coagulopathy. The consumer reported that in 2006, a novofine 30 needle broke off in his abdomen, during an injection. The consumer cleansed the area with hydrogen peroxide, made a small incision with a razor blade and removed the needle, which was intact. He covered the area with a small piece of gauze and placed a band-aid over it. He did not receive any medical treatment for the event, which had resolved at the time of the initial report the needle in question had not previously been used for any other injection. The needle in question was discarded, but a sample from same box with same lot number is available and will be returned for testing. To date, no sample has been returned for testing.